Manufacturer narrative:
Updated fields: g3, h2, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found communication error e224, and a failed water leak test from the cable. Based on the results of the investigation, it is likely that the following led to the malfunction: communication error e224 due to bad cable. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. No further escalation is required. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had no image and communication error had occurred. The issue occurred prior to sedation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head had no image and communication error had occurred. The issue occurred prior to sedation for an unspecified procedure. There were no reports of patient harm.